Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received a button alarm 22 when attempting to deliver a bolus. Customer had elevated blood glucose levels (approximately 500 mg/dl).